Event description:
The physician reported that upon insertion of the coil through the microcatheter, it was noted that the microcatheter was not inside the aneurysm. As a result, the coil was pulled out again and the microcatheter was again placed into the aneurysm with the help of a guide wire. The physician reported at this time another attempt was made to insert the coil again, however, upon insertion of the coil, it was noted to be broken. The procedure was completed with the use of another similar device. There was no allegation of harm.

Manufacturer narrative:
The device in question will not be returned to boston scientific for further investigation. As it was discarded by the hospital. Therefore, due to the lack of a returned product for investigation, boston scientific cannot conclusively determine the cause of the user's experience. Boston scientific will conduct a review of the device history record (DHR), and a supplemental report will follow.